Event description:
A male pt who was somewhat obese with lower extremity dvt needed a filter placed. During the filter placement, the patient's head was not turned and the angle was extreme. The physician saw the filter pierce the sheath in the neck. The physician then opened a second filter to change the sheath and the same thing happened. After a failed attempt to advance the entire assembly, the physician put a 10 french sheath in the ivc and passed the tulip filter through this and then the filter was placed without incident (see also 1820334-2008-00323). Pt is fine.

Manufacturer narrative:
Event eval: still under investigation.